Event description:
It was reported that during coronary artery intervention procedure, a balloon separation occurred. Access was obtained via femoral artery. The target lesion was located at the mildly calcified distal right coronary artery. As the physician was inserting a 2.0x15mm maverick monorail balloon onto a non-bsc guide wire, they noticed that the balloon catheter shaft kinked. When the physician noticed the kink, he began to remove the device from the guide catheter and the shaft separated. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Returned product consisted of a maverick 2 balloon catheter with the inner pouch. There was contrast in the guide wire lumen. The hypotube separation was 57cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during coronary artery intervention procedure, a balloon separation occurred. Access was obtained via femoral artery. The target lesion was located at the mildly calcified distal right coronary artery. As the physician was inserting a 2.0x15mm maverick monorail balloon onto a non-bsc guide wire, they noticed that the balloon catheter shaft kinked. When the physician noticed the kink, he began to remove the device from the guide catheter and the shaft separated. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.